Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a stage 1 of planned 2-stage implant removal and placement of antibiotic spacers. Pre-operative notes stated the patient was experiencing pain due to the infection. The surgeon noted removing the stem and cup originally implanted during the primary operation, as well as the head and liner implanted during the first revision on (B)(6) 2018. While pounding the prostalac femoral stem into position, the surgeon reported a fracture of the medial calcar that extended distally. The first revision on (B)(6) 2018 is captured on (B)(4). The original head and liner were reported. The event involving the medial calcar fracture is captured on (B)(4). Doi: (B)(6) 2017; stem and cup; dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.